Event description:
Pt with stage iib breast cancer had portacath placed in 2006 for neoadjuvant chemotherapy. During her third cycle of chemotherapy, the device malfunctioned. During infusion of saline to test and flush the port prior to receiving the chemotherapy, there was swelling in the soft tissues. A contrast study confirmed catheter occlusion and extravasation of contrast, and a cxr confirmed that the catheter had actually fractured with the distal aspect having embolized into the inferior vena cava and hepatic veins. The pt was entirely stable with no symptoms. The fracture occurred at the junction of the medial clavicular head and first rib, where there is an anatomically tight space. The "pinch-off" phenomena is well described in the literature, albeit rare. The pt was taken to the catheterization laboratory and through a retrograde femoral transvenous approach had successful snaring and extraction of the distal aspect of the catheter and concomitant portcath removal with the proximal catheter still attached to the hub. She did well and was discharged after a period of observation. Peer review is scheduled.